Manufacturer narrative:
Investigation summary: the investigation began with understanding the entry description provided to the customer service intake representative. From the hazard described to customer service, the customer received a false positive reaction with monophasic strains of salmonella typhimurium. To investigate the complaint on catalog 224741, lot 2322466 the retained sample of the complaint lot was tested according to the products instructions for use. The antiserum was rehydrated and tested with two heterologous test panels at the routine test dilution of 1:500. No cross reactions were observed with strains typhimurium factor I and rubislaw factor r. Infantis culture was not tested, since it is not a part of our release testing specifications. No returns were received to investigate this complaint. Based on the testing performed, the complaint was not confirmed. To further investigate, the batch history record for the complaint lot was reviewed and found to be satisfactory. All complaints associated with the product line were reviewed. No additional complaints related to the catalog or lot number were identified within the three-year review period; bd will continue to monitor trends. No corrective action is needed at this time.

Event description:
Report 2 of 2: it was reported while using bd difco¿ salmonella h antiserum single factor 2, there was a false positive agglutination reaction for monophasic strains of salmonella typhimurium. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2 it was reported while using bd difco¿ salmonella h antiserum single factor 2, there was a false positive agglutination reaction for monophasic strains of salmonella typhimurium. No patient impact reported.